Event description:
According to the reporter, during a laparoscopic hysterectomy, at the time of closing the cuff, the needle broke and fell into patient's cavity. The surgeon was able to retrieved the component using a laparoscopic grasper. A new device was used to complete the case. There was no patient injury.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.